Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Customer did not provide the serial number.

Event description:
The customer reported an air valve liftoff failure error code 1012. There was no patient involvement.

Manufacturer narrative:
Updated. No patient information provided by the customer.